Event description:
A (B)(6) male called lvad service line with alarm "low flow" patient reported parameters: speed 2800rpm, .power 2.4 flow 0.1. Patient stated alarm started 20 minutes prior to calling service line. Patient also complained of dizziness and diaphoresis. Wife called 911, went to local hospital. Had syncope in ambulance and multiple cardiac arrests at outside facility and in flight to wmc. On arrival to wmc patient noted to be intubated, lvad showing low flow alarm, on pressers. Patient had fixed dilated pupils, absent corneal reflexes, absent oculocephalic reflex, absent gag reflex. No spontaneous breathing movement was seen and end tidal co2 of zero. Echo showed that heart was not moving. Dr. (B)(6) was at bedside when patient arrived and agreed with the above findings. Patient was declared dead on arrival at 1:30 am on (B)(6) 2020.